Event description:
It was reported that during a duodenal switch procedure, when the surgeon grabbed the ancillary trocar on the anvil to bring to the stapler to complete the anastomosis the ancillary trocar snapped. The surgeon hand sewed the anastomosis to complete the case. There were no patient consequences.

Manufacturer narrative:
The analysis results found that the device was received in good visual condition and with the ancillary trocar damaged inside the anvil. The device was received with the breakaway washer present, uncut and the device was fully loaded with staples, indicating that the device had not been fired. However the washer was noted to be damaged as if it was melt. The device was tested for functionality and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. The product was also used after the packaging expiration date. Instruments are designed, tested and validated for a predetermined product life. We cannot guarantee sterility or functionality if the device is used beyond the expiration date. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).